Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of external noise resulting in an inappropriate shock. The patient was confirmed to be undergoing an unrelated procedure with therapy still active during the procedure. This device remains in service. No adverse patient effects were reported.